Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the heat exchanger tubing disconnected from manifold, causing unit to alarm. No new parts needed.